Event description:
Procedure: lap chole. Plastic tip broke off after inserting into patient. Tip was recovered from patient. Used a new visiport to continue the case. No tissue loss. No tissue damage. No extension of the incision. No blood loss greater than 500cc. No delay in surgical time over 30 minutes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/17/2015 .